Event description:
It was also reported that the patient was treated with oral antibiotics for the course of 4 weeks (specific date not reported).

Event description:
Per the clinic, the patient developed an infection at the implant site, exposing the receiver/stimulator. The device was subsequently explanted on (B)(6) 2024. There are no plans to reimplant the patient with another cochlear device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.